Manufacturer narrative:
The subject device was received and evaluated. Device evaluation has confirmed the reported issue . Device evaluation found the scope image blacks out when angulated to the right position. Scope has deep scratches found on the bending section a-rubber. The deep scratches indicates the bending section has been physically stretched with force. In addition, further inspection found an excessive broken strands on the bending section mesh. The broken strands indicates excessive force. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the image goes black when tip was flexed. The issue was found during a laparoscopy procedure. The device was replaced and the intended procedure was completed using a similar device. No harm was reported. No patient harm, no user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported image black out during angulation issue could not be determined, however, the issue was likely the result of damage to the charged-coupled device (ccd) unit due to physical stress applied to the bending section during user handling. The event can be detected/reduced or prevented by following the instructions which state: ¿- inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. ¿- do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. ¿- do not coil the video cable or universal cord with a diameter of less than 12 cm. Endoscope damage can result.¿. Olympus will continue to monitor field performance for this device.